Manufacturer narrative:
Correction to the initial MDR in blocks a4, b3, and h2. H2 should have been left blank.

Event description:
It was reported that imaging was performed on the superion indirect decompression system (ids) implant patient and confirmed a spinous process fracture. The patient will undergo a hardware block procedure to address the pain in her leg, buttock, and back. If the procedure is unsuccessful the next course of action will be determined at a later date. The physician assessed that the event was not caused by the device failure but more likely due to an implant error or a patient fall.

Event description:
It was reported that imaging was performed on the superion indirect decompression system (ids) implant patient and confirmed a spinous process fracture. The patient will undergo a hardware block procedure to address the pain in her leg, buttock, and back. If the procedure is unsuccessful the next course of action will be determined at a later date. The physician assessed that the event was not caused by the device failure but more likely due to an implant error or a patient fall.